Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of the touch screen being out of specification and it was additionally noted that a calibration of the screen did not resolve the issue. An error in the software update was also found. The device was cleaned, the touch screen assembly was replaced, the stylus calibrated and new software was installed. The device then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer's screen was no longer working on the lower right side. The programmer was returned for service. No patient complications have been reported as a result of this event.